Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. The cause for pocket erosion was reported to be unknown. Per the instructions for use of the device, pump pocket site erosion is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a form alleging a catheter replacement in order to move pump location. Representative confirmed that the revision was performed due to pocket erosion. The cause of the erosion was reported to be unknown.